Event description:
It has been reported to philips that the system gave image disk full errors, preventing the system from imaging. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system's clinical use at the event was unknown. A philips fse inspected the system on-site and confirmed the biomed staff submitted the case to expedite the disk bay fco. On 14-oct-2024, the assigned fco for this system was found incorrect. The fse submitted a change request to the igt fco email. The device remained in service with usage restrictions while waiting for the correct fco kit. To resolve the issue eventually, philips implanting the correction on 20-feb-2025 another work order. After implementing the correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.